Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the corner tip of the persona tasp chipped during trailing. All pieces were recovered and there was no harm to patient. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp exhibits signs of repeated use and is fractured at the post. Not all pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined with information available as frequency and conditions of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.